Event description:
It was reported that a file seperated in the canal during a procedure. After an unsuccessful attempt by the doctor to retireve the seperated piece. The pt was referred to a specialist for further treatment and ultimately sought treatment from a second specialist who recommended extraction of the tooth.